Manufacturer narrative:
The thermogard console was evaluated by zoll service technician at the customer site. The reported complaint of the thermogard ivtm system (sn (B)(4)) displayed "m ID:09" (air trap assembly) error message was confirmed based on the event log review but was not confirmed during functional testing. The probable root cause was likely the possibility that air bubbles were trapped inside the glycol block assembly during the new console setup. The air bubbles can affect glycol level detector sensor and caused the thermogard ivtm system to display m ID:09" (air trap assembly) error message. To remedy this issue, the console was restarted and allowed the glycol to flow into glycol block and removed the air bubbles around the sensor block. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) around the customer reported date, thus confirming the reported complaint. The thermogard console passed the initial functional testing without any fault or error and the customer reported mid:09 error was not replicated. Following service, the thermogard console passed the final functional test and electrical safety test without any error.

Event description:
During console first set-up, customer reported that the thermogard ivtm system (sn (B)(4)) displayed "m ID:09" (air trap assembly) error message. No patient involvement.